Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that contribute to the reported failure to advance the knot may include, but not limited to, user tensions rail suture without distal advancement with knot pusher; user tensions/advances non-rail (white) suture. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that closure of an unspecified access site was attempted using two proglide devices. Reportedly, the knot couldn't slide down. The method used to achieve hemostasis was not provided. There was no adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.